Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient presented for implant procedure. During surgery, conductive telemetry on the leadless pacemaker (lp) had difficulty connecting. Replacing the electrodes resolved the telemetry issues. After fixation, the capture threshold on the lp was high. The surgery was completed with the lp remaining implanted. The patient was in stable condition.